Event description:
It was reported that the pt's neurostimulator had impedances of >4000 ohms on some of the bipolar electrode pairs, specifically, electrode pair 0 and 1. The power was increased to 240 w and impedances measured >4000 ohms on electrode pair 0 and 3 (the amplitude was not increased for this). It was noted that pt felt stimulation on all electrode combinations during the stimulation mapping. Add'l info was requested.

Manufacturer narrative:
(B)(4).